Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Upon powering the unit, biomed received a 200.5040 error. Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: let biomd know that it is a software compatibility error. He would have to flash the 8120 to match his 8015 units. His 8015 units were at v9.12.40. I let him know that his software has hit end of life and could not get a copy from us. Biomed statted that the unit was at another hospital and possible was upgraded there. Biomed will try to downgrade the module.